Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On 26-jun-2024 the field service engineer visited the customer's site and found that the suction hose was defective, the teflon plunger was worn, and the detergent hoses were hardened. He replaced the suction hose, the teflon plunger, and the detergent hoses. He then cleaned the vacuum tank and hose between the tank and the solenoid valve. Test runs were performed and they were acceptable. The instrument was verified to be performing within specifications. The root cause was consistent with a maintenance issue. The service actions (replacing the suction hose, the teflon plunger, and the detergent hoses and cleaning the vacuum tank and hose between the tank and the solenoid valve) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 6000 c501 module. Results for the sodium (na) test were affected. Initial result: 80 mmol/l. Repeat result: between 130 mmol/l and 140 mmol/l. The exact repeat value was not provided. No questionable results were reported outside the laboratory.